Event description:
It was reported that the core impaction drill heated up during use. There was no patient involvement or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The overheating could not be duplicated. However, upon disassembly for visual inspection it was found that the handpiece has no bounce and a broken bearing that could have intermittently caused heat.